Manufacturer narrative:
Received one used 142480489 primary plumset for inspection. The tubing was severed. The area of the break was examined and the break appeared uneven and jagged. The reported complaint can be confirmed. The probable cause is due to unintentional forces during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 9/21/2023.

Event description:
The event involved a primary plumset where it was reported when the nurse checked the blood reflux, and twisted the tube, the tube broke. There was patient involvement, and no patient harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received. E1 initial reporter phone number: (B)(6).